Event description:
Allegedly, patient was revised due to pain, shedding of metal debris, tissue damage, difficulty walking.

Manufacturer narrative:
This is the same event as 3010536692-2015-00750, -00751, -00752, -00754.